Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using ruby coils, pod coils, and a non-penumbra microcatheter. During the procedure, the ruby coil came out of its introducer sheath while the technician was flushing it on the back table. No attempts were made to re-sheath the ruby coil and therefore, it was not used in the procedure. Next, a pod coil would not advance past the distal end of the microcatheter. Therefore, the pod coil was removed. The procedure was completed using a new pod coil and the same microcatheter. There was no report of an adverse effect to the patient.